Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43fpd428 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2008, the patient underwent an additional surgery to remove the infected mesh and repair hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex mesh, patient was diagnosed with infection, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists pain and infection as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43fpd428 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2008, the patient underwent an additional surgery to remove the infected mesh and repair hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was scrubbed and circumferentially excised. The peritoneum was then closed using sutures and subfascial space was then created. A bard ventralex patch was placed under the fascia and sutured.¿ on (B)(6) 2008 - patient was diagnosed with infected ventralex mesh thereby underwent open repair with the explant of ventralex mesh and implant of allomax surgical graft. Per operative notes, ¿the ventralex mesh was firmly attached with scar tissue that had to be sharply excised and debrided. After the removal of infected ventralex mesh, the wound was thoroughly irrigated. A bard allomax surgical graft was secured using sutures and wound vac closure was applied.¿ attorney alleged that the patient had abscess, adhesions, infection, pain, mesh removal, hernia recurrence and emotional injuries.